Manufacturer narrative:
Philips service performed lamp conditioning, calibration, and verification. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that generator not ready due to x-ray tube arcing during procedure on a azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.